Event description:
It was reported that the ilet user ran out of insulin after breakfast, after which blood glucose rose to 281 mg/dl and the user requested assistance with a full supply change. Troubleshooting and education were provided, and insulin delivery was resumed without alerts or alarms. Symptoms included hyperglycemia. Outcomes included no hospitalization and user guidance to monitor and call back if glucose did not return to range. Investigation included customer-guided troubleshooting and education to perform a full supply change and resume therapy. Investigation of this case revealed user supply depletion and interruption of insulin delivery, with device function restored after the supply change and no device-generated alarms noted. It was concluded, based on previously established findings for similar reports, that the cause was user error or use problem related to running out of insulin and infusion set management.